Event description:
Boston scientific received information that this device and right ventricular defibrillation (rv) lead exhibited electrogram noise associated with a shock impedance of greater than 125 ohms. Additionally, the right atrial (ra) pacing impedance measurements were greater than 2000 ohms. The patient was seen for a revision procedure. The device was removed from the pocket. The ra and rv defibrillation lead were removed from the device. The ra impedance and ra pacing threshold was 470 ohms and 0.7 volts respectively and the rv pacing impedance was 570 ohms through the pacing system analyzer. The distal seal plug of the rv lead was unseated. A replacement rv defibrillation lead was inserted and attached to the chronic device. Difficulties were encountered with the shock connection associated with greater than 125 ohms shock impedance. A replacement device was attached to the replacement rv defibrillation lead. The recorded shock impedance was within normal range (41 ohms). During the procedure, the ra pacing impedance remained stable. A replacement rv defibrillation lead was implanted and normal values were obtained with extensive testing.

Manufacturer narrative:
Upon receipt, the device will undergo laboratory testing.

Manufacturer narrative:
Upon receipt, the device's set screws were checked and no anomalies were identified. Visual inspection of the device's header shows seal ring marks which is consistent with full lead insertion depth for all pacing leads. A review of device memory identifies daily right atrial (ra) pacing impedance measurements in the greater than 2000 ohms with spikes down to 400 ohms. The right ventricular (rv) and right atrial (ra) port spring connectors were checked with gauge pins and were found to meet design specifications. The ra tip terminal block measured .050 with the set screw down indicating adequate set screw travel for a positive connection. The device was put through and passed automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, memory and recording function of the device.